Event description:
It was reported that the tm ardis cage post surgery had migrated. It was also noted for this case, that the pt may have been revised due to irritation, however, it was not confirmed as yet.

Manufacturer narrative:
Investigation is in progress.